Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: small gap in sterile. Packaging. Probable root cause: design. Improper packaging design. Application. Rough handling during shipping. The reported failure mode will be monitored for future reoccurrence h3 other text : 81.

Event description:
It was reported that there a breach in the sterile barrier.

Event description:
It was reported that there a breach in the sterile barrier.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.